Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 400mg/dl, and his blood glucose was treated with an insulin drip. The mother stated that the infusion set was changed, but his blood glucose was still high. Troubleshooting could not be performed as mother will call back when they get home. No further information was provided.